Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor did not display images. Analysis of system log file showed that there was malfunction in flexviewing-pc grabber cards. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexviewing pc. Philips has initiated a medical device correction (z-1145-2024). The fse replaced the flexviewing pc and returned it to philips for further analysis. The analysis of flexviewing pc confirmed that the malfunction was due to the faulty hard disk drive (hdd) as it was found to be undetectable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor did not display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.